Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced illegible scale markings discovered prior to use. The following information was provided by the initial reporter: please note that we have received a product complaint regarding b309628 bd plastipak luer lock syringe 1ml. The markings on the syringe were illegible and appear to be running diagonally across the syringe.

Manufacturer narrative:
Investigation: one photo and one loose 1ml ll syringe in an opened package from batch #7177885 (p/n 309628) were received. The sample was visually evaluated. The barrel was observed to have severely skewed scale which was printed at an angle. The scale markings were smudged and not clearly printed. The print quality observed was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the skewed scale defect is associated with the marking process.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/o dn experienced illegible scale markings discovered prior to use. The following information was provided by the initial reporter: please note that we have received a product complaint regarding b309628 bd plastipak luer lock syringe 1ml. The markings on the syringe were illegible and appear to be running diagonally across the syringe.